Event description:
It was reported that during an extraction of four wisdom teeth under anesthesia, the device overheated and the pt received a burn on the neck. This event took place in 2007. It is not known whether or not further medication or treatment was required, or if there is any expected scarring or permanent damage.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the investigation is complete.